Manufacturer narrative:
(B)(4). Batch # u5d637. Component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one tr45w reload was received with no apparent damaged and partially fired 1/10 and with the reload lockout spring normal. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, a device loading the tr45w was locked out at the firing. The device was used on the blood vessel. Another cartridge was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.